Event description:
In 2008, the pump was refilled with morphine 50 mg/ml and bupivacaine; the reservoir volume was correct. Approx one month later, the pt was admitted to the hospital with nausea, vomiting, diarrhea, sweating, headache, somnolence, urinary retention, weakness, and a 30 pound weight loss. The pt's dose was decreased by 25% to 10 mg/day. The next day, the pt was still not well; the hcp dropped the dose to 8 mg/day; aspirated 10 mls of medication from the pump; and sent 5 mls to two different places to have it analyzed (analysis results were not reported). The following day, the pt was still not well; they removed the 50 mg/ml morphine/ bupivacaine from the pump and filled it with 25 mg/ml of morphine only. On the following month, the pt went back to the hospital with the same symptoms. Pump logs were checked and showed no motor stall ( date not reported). The pt's catheter was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).